Event description:
Patient to or for insertion of synthes trochanteric nail for right hip fracture. While reaming to place proximal lag screw with synthes reamer, it was noted that metal shards/shavings had come off of the synthes reamer into the wound.